Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad. Based on the findings, service determined that the proximate cause of the reported issue was due to unresponsive key of the front case assy w/ keypad 8015 m2. Device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 12/03/2018 to the present date 12/14/2020 and note that this device has been returned for service 2 times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that the device had the keypad replaced due to unresponsive keys. No patient involvement.

Manufacturer narrative:
This file is a duplicate and has been captured under pr# 393197. Therefore, this MDR is no longer required.

Event description:
It was reported that the device had the keypad replaced due to unresponsive keys. No patient involvement.